Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the patient presented with a st segment elevation myocardial infarction (stemi) on (B)(6) 2018 and a 3.5 x 18 mm xience sierra stent was implanted without reported issue. On (B)(6) 2018 the patient was readmitted and hospitalized for angina. Surgical treatment was performed; there was no reported adverse patient sequela. No additional information was provided.